Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported their controller wasn't working and was blank/unresponsive since yesterday. Pt also noted their controller wouldn't connect wirelessly to their implanted neurostimulator (ins) and could only use the controller to connect to the ins with the recharger antenna (rtm). Pt wants a controller that works and doesn't conflict with their back pain. Patient services (pss)  helped the pt perform a reset of the controller, but there was could only use the controller to connect to the ins with the recharger antenna (rtm)no green light on the controller when plugged into the outlet and confirmed the ac adapter had a green light when plugged into the outlet. The controller turned on when the ac power supply was plugged into the controller without the battery pack. Pt tried to unlock their controller, but they saw the "no device found" message. Pss helped the pt inspect the controller port, the controller battery pins, and the li battery pack contacts, but no visible damage was detected. They could not charge the controller battery. A replacement controller and battery pack were sent out. No symptoms were reported. Additional information was received from the patient (pt). The pt called back and stated that they are already having issues with their replacement controller. Patient stated that earlier this week the controller went black/unresponsive, and they could not get it to come back on. Patient stated they do not trust their equipment and have been through several controllers that always fail after a couple months. Patient stated they have had issues with the equipment an "unbelievable amount of times" and "somebody needs to fix this." Agent walked patient through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Patient saw memory problem and followed set up steps. Patient inserted the battery pack and confirmed that both the controller and implant are low battery. Patient confirmed green light was flashing on the controller. Agent will call patient back after controller has charged to start implant recharge session. The agent then called caller back to start an implant recharge session. Caller stated they tried to check the battery level of the controller, but kept seeing no device found and could not get to the battery level. Caller stated they started charging their implant with their old controller (the one that would only connect with recharger connected) and verified the implant is at 70%. Caller tried connecting wirelessly to the replacement controller but saw no device found even with controller over their implant. Caller then connected the recharger and established excellent quality for recharge. Caller confirmed the controller was at 100% and the implant was at 70%. A replacement controller was sent out to the patient. No symptoms were reported.